Event description:
It was reported that the back left wheel was broken. Further he reported, that this was the result of hitting a big stone really hard. No pt or caregiver injury.

Manufacturer narrative:
Damage wheel assembly due to impact with a large rock.